Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Blood glucose level's were impacted (324 mg/dl and 260 mg/dl), and in both instances were addressed by delivering a bolus, via the pump. It was indicated that the customer would use a back-up pump as alternate insulin therapy.